Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an abscess under the lifevest equipment. Patient described the area as a large abscess under the front te pad where the equipment cut them. The patient received surgery to remove the abscess and is receiving care in the hospital. Outcome of the abscess is unknown as follow up attempts were unsuccessful.